Manufacturer narrative:
Viperwire guide wire manufacturing date: 23 feb 2023. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following atherectomy treatment in the anterior tibial artery, the peripheral orbital atherectomy device (oad) was advanced to the 90-99% stenosed, moderate-severely calcified tibioperoneal trunk artery. The viperwire advance peripheral guide wire with flex tip was advanced via support catheter to the distal peroneal artery. During the last treatment, the crown was not visible via angiographic imaging and the oad stalled. During device removal, the guide wire spring tip was observed to be fractured. The spring tip was abandoned in the distal peroneal artery. The patient was stable.